Event description:
The home patient (hp) contacted baxter's technical service center regarding an alarm on their homechoice, and during troubleshooting it was determined that the hp had been using the same drain line extension for three days. The tsr had the hp remove the extension and drain into a container. Corporate product surveillance (cps) contacted the registered nurse on (B)(6) 2011. She stated that the clinic instructs their patients to reuse their drain line extensions for one week. As the labeling for this product clearly instructs that it is for single use only, cps advised that baxter recommends the drain line extensions only be used once to avoid risking contamination. The rn stated that the hp's therapy has been going well, and there were no adverse events reported in relation to this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error- failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.